Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A company representative spoke with a customer via phone call. The customer was reportedly very lethargic and her speech was slurred. The customer tested blood glucose, which was at 44 mg/dl. Emergency medical services were called to the residence and patient was informed. The customer's speech improved a bit and she stated her blood glucose was 130 mg/dl. Customer stated she was not at home and would not give the company representative her location information, nor test her blood sugar again. Customer hung up. The customer's diabetes clinical manager was informed of the situation and contacted the patient. The patient answered and reported she was feeling better.